Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received additional information. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was displaying a low battery status. The patient had recently received radiotherapy which may have been a contributor to the observation. A memory download was performed and sent to boston scientific technical services (ts) for review. Analysis of the data detected a high current drain indicating that the device is malfunctioning and device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.